Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead was advanced to the lateral wall, however the lead experienced loss of capture and pacing failure. The lead was attempted in another branch, but to no avail. In addition, diaphragmatic stimulation was detected. The lv lead was removed and a myocardial lead was placed for the interim. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.